Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to discuss this device's advisory status. Technical services was informed that this device's monitoring voltage on (B)(6), 2008 was 2.64 volts. Technical services discussed the shortened replacement window (srw) advisory and recommended device replacement within 30 days.this device triggered elective replacement indicator (eri) on (B)(6), 2010. The patient was on coumadin and will be scheduled for device replacement in the near future.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. However, the device life cell capacity was less than expected. The device passed automated diagnostic testing which verified therapy availability. The device case was removed and the cell replaced with a 3.25 volt power supply. The battery voltage prior to battery removal was 2.197volts. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition

Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information becomes available and/or the device is returned for laboratory testing.